Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter was continually displaying the apply sample message. The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2018. The patient reported that the alleged issue began at 7 p.m., on (B)(6) 2018. The patient manages his diabetes with insulin pump therapy and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 20 minutes after the alleged issue occurred, he became ¿stressed out and increasingly agitated¿; symptoms he associated with a high blood glucose excursion. The patient advised that he drove to his place of work to obtain his other onetouch verioiq meter and that by the time he arrived, he was feeling ¿very thirsty¿. During the follow-up call, the patient advised that he tested his blood glucose using the other device, obtained a blood glucose reading of ¿340 mg/dl¿ which he subsequently self-treated with bolus insulin; however, he was unable to recall the specific dose he administered. At the time of troubleshooting, the csr established that the product was not being used for the first time, that the patient was following the correct testing procedure and using the correct test strips at the time of testing. The csr walked the patient through a retest and confirmed that the test strip completely drew in the sample of blood; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse the alleged issue occurred.